Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system device was not communicating and station was offline. Customer tried to reboot and restart the pyxis, but issue was not resolved. The customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and station was offline. A field service engineer (fse) verified the issue and confirmed that the device was not communicating with the network. The fse checked the firewall settings and network ports but found that the issue persisted, and replacement of the ethernet cable did not resolve the problem. The fse then connected the device to a nearby network port, after which communication was restored. The fse advised the customer to keep the device connected to the working port and informed that the facility information technology team would address the faulty port. The system functioned as intended after the field service engineer investigated the device.